Manufacturer narrative:
Device 4 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer stoma opening was off-centered in 10 wafers, which resulted in a decreased wear time of 1 day. Her usual wear time was 7-10 days. Due to the frequent changes, the peristomal skin became raw and red. No photo is available at this time.